Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 264 mg/dl. The customer took a correction bolus of 1.77 units. Troubleshooting with tandem technical support was not performed as the customer had changed out the cartridge and site, prior to the call.